Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his left side. There was a little bit of skin that came off. There was no alleged device malfunction contributing to the irritation. Nurses placed a band aid the area for the patient. Follow up indicated that the irritation has improved.